Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user states that he cannot cut the chair off and on like it should. The button is missing.